Event description:
It was reported that during an unknown procedure, the user went to ligate the vessel and the clip was scissoring. It was unknown which firing. A competitor device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. A bag with one scissored clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. The instrument was cycled and it fed and formed twelve scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.